Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a fracture of the right ventricular (rv) lead and noise. It was noted that the left ventricular (lv) lead had dislodged. Reprogramming was done to turn off therapies and a new single chamber implantable cardioverter defibrillator (ICD) system was implanted on the right side. No further patient complications have been reported as a result of this event.